Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had a hole with a leak in the proximal end of the cylinder from sharp instrument. The second cylinder had a hole with a leak in the proximal end of the cylinder from sharp instrument. The momentary squeezed (ms) pump passed the leakage testing and visual inspection. The ms pump did not pass the activation testing. The flat reservoir was microscopically inspected and had wear at a fold in reservoir shell. The flat reservoir passed leakage testing. This investigation was assigned to the conclusion code of cause traced to component failure.